Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred after plugging in the pump for the first time. There was no impact to blood glucose as the customer had not yet begun using the pump for insulin therapy. Reportedly, the customer had an alternate pump available for insulin therapy.